Manufacturer narrative:
Patient information is unknown it is unknown when the device broke; it was discovered broken upon arrival at the facility on october 10, 2016. Phone number: (B)(6). Manufacturing site: (B)(4). Manufacturing date: december 02, 2005. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the screwdriver tip was discovered broken when it arrived from the loan kit so it could not be used anymore. There was no impact to the surgery; the surgery continued as normal using the alternative cannulated screwdriver shaft attached to a hand-piece using a chuck. The surgery was completed successfully without delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device. The investigation has shown that a part of the cannulated hexagon is broken off. The fragment was not sent back for evaluation. The screwdriver is in a very used condition. The remainder of the hexagon is worn, the marking is barely readable and the handle is washed out. All these findings show that this was an often and intense used device. The manufacturing documents were reviewed and no complaint related issues were found. This screwdriver was manufactured in (B)(6) 2005 according to the specification. Due the age and the used condition a manufacturing related issue can be excluded. The evaluation of the fracture has shown that the tip was strongly bent before it broke. This is a clear indication that this screwdriver was exposed to very high lateral stress, which did finally lead to the breakage of the cannulated tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.